Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced bleeding at the sensor site. They were able to self-treat by removing the needle from their arm. The customer contacted a healthcare professional, who provided them with alcohol pads to clean the site themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection on applicator was performed and no damage was observed. Applicator had been fired, but sharp is stuck inside sensor plug assembly. Visually inspection on the sensor pack was performed and no issues were observed. The platform was inspected and no issues were observed. Sensor plug was visibly not properly seated and no physical damage was observed on sensor patch. Sharp was stuck inside sensor plug assembly. Issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced bleeding at the sensor site. They were able to self-treat by removing the needle from their arm. The customer contacted a healthcare professional, who provided them with alcohol pads to clean the site themselves. There was no report of death or permanent impairment associated with this event.